Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage to the drive support cap and plastic piece sandwich between the battery cap and the battery compartment lip ring. The customer¿s blood glucose was 147 mg/dl. Customer stated that the little plastic piece had came off from outer battery lip ring. Troubleshooting was performed for damaged. Customer was advised the insulin pump will need to be replaced and to follow their medically prescribed back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement. Device received with broken battery tube threads and loose drive support disk.